Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed critical battery alarms involving bat316093. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. Data logs revealed that bat316093 will reach 25% of battery capacity in 9.75 hour to 10.25 hours. Failure analysis of the returned device revealed that the unit passed visual examination and functional testing. The most likely root cause of the reported events is most likely due to communication anomalies between battery and controller. Heartware is investigating communication errors. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the battery issued at time of implant was no longer holding a charge. The battery would go from four lights to critical battery state. The fully charged battery would last less than one hour when connected to the controller. The battery switched to the other power port before the battery capacity reached one red bar on the controller. The battery was tested on the other controller power port and the same alarm could not be duplicated. The event was not associated with a loss of power to the system. The patient did not have a history of charging the battery before it was fully depleted. The battery was subsequently exchanged with no reported consequence or impact to the patient. Controller log files were sent. Preliminary log file analysis confirmed a "critical battery" alarm. No further information has been provided.